Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a broken reservoir tube lip and a missing reservoir o-ring.

Event description:
It was reported that the customer experienced high blood glucose levels and no delivery alarms. It was also reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels were out of the glucose meter's range. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The mother also stated that the insulin pump had cracks on the casing after dropping it. Advised the mother that the insulin pump would be replaced. Nothing further was reported.